Manufacturer narrative:
The electronic record was downloaded and reviewed. The reported issue was verified. It was observed that the battery was manufactured on (B)(6) 2016 which is beyond the recommended useful life per the product manual. Physio-control recommends that this battery be replaced every 2 years. Additionally, the code summary button was pressed immediately prior to the loss of power; code summary is a high current button. Based on the log the root cause was determined to be an expired battery.

Event description:
A customer contacted physio-control to report that their device powered off unexpectedly during use there were no reports of patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and was unable to duplicate the reported issue. After performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
A customer contacted physio-control to report that their device powered off unexpectedly during use. There were no reports of patient use associated with the reported event.